Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The calibration and test cut could not be taken due to a bent comb. The roller, gear, and side plates also had visible damage. The device was a tier 4 repair. The side plates, bushings, roller, comb, gear and damaged hardware were replaced. The device was tested and calibrated. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially preventive maintenance was needed on the device. Later, it was noticed that the unit required repair. The only thing wrong was the "crank " handle. An entirely different mesher was used for the case. No delay, no patient involvement. Upon repair, it was identified that the device had a damaged comb. No adverse events have been reported as a result of this malfunction.